Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause documented on the irs or return fields in oracle is identified as frame, not able to duplicate.

Event description:
The base frame is bent.